Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's a1c and blood glucose (bg) levels had been higher in the past 3 months. A correction bolus via the pump had been delivered to address the high levels. The contact was not sure if the pump was related to the high a1c/bg levels. The customer's bg level was within the target range at the time tandem technical support was contacted and troubleshooting to determine a possible cause of the high a1c/bg levels was unable to be determined.